Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, large (37mm) cup, item # 60-6085-202a, lot 202101041 that occurred on or about (B)(6) 2021 at (B)(6) hospital. It was reported only that the vcare popped during surgery inside the patient, all pieces were removed. It is noted that there was no impact or injury to the patient and the procedure was completed with a 10minute delay. Additional information provided indicates the device and the balloon are fully separated from the shaft and intact. The balloon has no sign of tearing at all, but a complete separation from where it is attached to the shaft. The entire balloon was dislodged and was removed from the patient with the uterus. The case was completed without harm to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint of the "balloon fully separated from the shaft but is intact" is confirmed. Conmed received one 60-6085-202a opened in original packaging. The lot number of the device, 202101041, was verified. A visual inspection was performed on the device and the uterine balloon as well as the green cervical cup was found to be completely off the printed vcare tube (shaft). The returned device exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history records (DHR) and lot history records (lhr) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only reported event for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.